Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No further patient information was provided by the customer. The customer obtained negative results for one patient when testing was performed using architect sars-cov-2 igg reagent lot 18508fn00. The initial result was 1.12 index. When repeated after recalibration, the result was 1.74 index. The complaint investigation for false negative results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. In-house sensitivity and specificity testing of reagent lot 18508fn00 was completed. The review of trend data for the product have been completed and no trends have been identified. Labeling was reviewed and found to adequately address the issue under review. Device history record review on lot 18508fn00 did not show any potential non-conformances, or deviations. In-house testing for reagent lot 18508fn00 for both clinical specificity and sensitivity was completed using a retained sample of the complaint lot. Two architect instruments were calibrated with the complaint lot and controls were ran. For specificity testing, twenty replicates of the negative control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. For sensitivity testing, twenty replicates of the positive control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. Per the analytical specificity section of the package insert, the sars-cov-2 igg assay was evaluated for potential cross reactivity from individuals with other medical conditions. A total of 182 specimens from 36 different categories were tested. One of the 36 categories was pregnant females where 5 specimens were tested which were all negative by the sars-cov-2 igg assay. Additionally, a review of the manuscript bryan et al. 2020. ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿, j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed specificity data consistent with abbott product labelling. In this study, 1,020 serum specimens collected prior to sars-cov-2 circulation in the united states, were tested where one false positive was found, indicating a specificity of 99.90%. Based on the investigation, no systemic issue or deficiency of the architect sars-cov2-igg for lot 18508fn00 was identified.

Event description:
The customer observed a false negative architect sars-cov2 igg result for one patient. The following data was provided (reference range: >/= 1.40 index (s/c) is positive): initial result = 1.12 index (s/c), repeat after recalibration = 1.74 index (s/c) no impact to patient management was reported.